Manufacturer narrative:
Patient information and device evaluation resutls are unavailable. When information becomes available, a supplemental report may be submitted.

Event description:
Per complaint (B)(4) a patient's dental implant failed to osseointegrate. The implant was explanted. Infection, inflammation, and pain were reported.